Manufacturer narrative:
Correction: product, unique device identification (UDI), lot number and device manufacture date updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system shut down without prompt from the user when a cranial reference frame was connected to the system. Restarting the navigation system resolved the reported issue. The surgeon completed the procedure with the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.